Event description:
It was reported that the pt's personal therapy mgr (ptm) was showing that the pt had being given her boluses, but when the pt's doctor pulled the report from the pump, the boluses had not been delivered. The pt stated that there was about 1/3 of the medication left. The pt was going to see her doctor on for a pump study test. The pt reported that she had symptoms, which included spasms, palpitations, and spasms in the bladder. It was later reported that the pt's doctor did not think the pt's symptoms were related to pump or ptm. The pt had cancer and many other health issues at this time and that was what the doctor thought that was what contributed to the pt's symptoms. The drug used in the pump at the time of the event was hydromorphone. Add'l info has been requested, a f/u report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B)(4).